Manufacturer narrative:
Product event: (B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
About 15 minutes into a breast case, the plasmablade device was activated and the surgeon reported a spark. There was no injury to the patient or the surgeon.

Manufacturer narrative:
Product analysis #(B)(4):¿brief description of complaint: during use the generator displayed f8 error code and generated a spark. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: ¿ device name: plasmablade¿ 3.0p - plus ¿ product number: ps210-030p ¿ lot number: fl50923317 ¿ expiration date: 24-feb-2017 ¿ quantity returned: 1 testing performed: device packaging inspection: ¿ one returned plasmablade¿ 3.0p device was received inside a fedex shipper box within a plastic bag with no packaging to fill the negative space. ¿ the plastic tray, display box, and tyvek® lid was returned; the device information was confirmed against the information listed within gch from the display box and the tyvek® lid. ¿ product return form was included device visual inspection: ¿ the device appears used with dried blood on the handle, cord, suction tubing, and shaft and finger grip. ¿ the electrode and the suction opening contain tissue and coagulum buildup ¿ blood and other biological fluids present along the inner shaft. ¿ all components appear in place, intact with no damage. ¿ there are no visual signs that relate to the reported complaint description. Functional inspection: ¿ both cut and coag buttons have a definitive tactile feel. ¿ the returned plasmablade¿ 3.0p device was connected to the complaint lab pulsar¿ generator and the expected e5 error code, ¿end of life¿, was displayed confirming the device had been successfully activated prior to this complaint investigation. ¿ the device was activated twenty-five times in succession on both cut and coag modes with no failures to activate the device upon depression of the buttons. ¿ the device was tested for functionality via activation in grounded saline producing acceptable results. ¿ a plasma field was present at the electrode and the sound and function of the generator were representatives of normal operation ¿ there was no f8 fault codes ¿power supply voltage is too low¿ produced by the generator and there was no observation of the device sparking during the functional inspection. Lhr review: a review of the lhr for lot # fl50923317 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue contained within gch was not duplicated in the laboratory environment. The device functions as intended with no failures. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1369 rev. K - product specification and quality plan - plasmablade¿ 3.0s - 3.0p 70-10-1448 rev. A - peak plasmablade¿ plus - IFU 70-10-1433 rev. B ¿ pulsar¿ generator operator¿s manual 61-10-0017 rev. H - device button tactile test procedure test equipment: 6793 pulsar¿ I - generator 7058 eeprom bypass connector.

Event description:
Fifteen minutes into a breast case, the plasmablade device was activated and the surgeon reported a spark. There was no injury to the patient or the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.